Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the dialysis lock with valve was accessed briefly, and when the clinicians. Removed the tubing (the emergency priming line that comes in the hls set), the spring apparently failed and did not seal off the port. A fair amount of blood was lost by the time they got the cap put back onto the port. The original cap that came on the port was used. Initially, that stopped the bleeding, but about an hour later, that port started spraying blood. The specialist used his finger to stop the blood from spraying out, and another emergency line was grabbed to put on the port. The line was clamped, and this stopped the blood from coming out. Upon inspection of the cap placed on the port, it was noticed that there was a big open hole in the center. The pre-primed back up circuit was looked at. It had the same cap, but it was realized that it is covered by a white ¿sticker.¿ according to the clinician, it was just noted that the caps have holes in them that are then covered by the white sticker given that it¿s the first time this problem occurs. The spring failed in the port. The customer said that the don¿t use this port often. The circuit was 28 hours old. It was exchanged on the day before. This incident caused the patient to lose a significant amount of blood and it was needing a transfusing of 2 units of blood. The hls set was exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. The hls set was exchanged during treatment, and due to the failure, there was a blood leakage that required a transfusion of 2 units of blood. Therefore, a report is needed. Complaint ID # (B)(4).

Manufacturer narrative:
The affected product was investigated by the getinge laboratory on 2024-12-13 with following conclusion: during testing a leakage at the dialysis lock was detected. During visual inspection it could be seen damaged on the dialysis connector and the valves on the inner side of the connector. Thus the reported failure " leakage on dialysis lock" could be confirmed. The damages could be related excessive external forces which lead to the leakage. As far as customer reported the dialysis connector was not showing any malfunction during priming nor later during use. Only by disconnecting the emergency priming line by the customer lead to the leakage. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the dialysis lock with valve was accessed briefly, and when the clinicians removed the tubing (the emergency priming line that comes in the hls set), the spring apparently failed and did not seal off the port. A fair amount of blood was lost by the time they got the cap put back onto the port. The original cap that came on the port was used. Initially, that stopped the bleeding, but about an hour later, that port started spraying blood. The specialist used his finger to stop the blood from spraying out, and another emergency line was grabbed to put on the port. The line was clamped, and this stopped the blood from coming out. Upon inspection of the cap placed on the port, it was noticed that there was a big open hole in the center. The pre-primed back up circuit was looked at. It had the same cap, but it was realized that it is covered by a white ¿sticker.¿ according to the clinician, it was just noted that the caps have holes in them that are then covered by the white sticker given that it¿s the first time this problem occurs. The spring failed in the port. The customer said that the don¿t use this port often. The circuit was 28 hours old. This incident caused the patient to lose a significant amount of blood and it was needing a transfusing of 2 units of blood. On (B)(6) 2024 , the information was received that the user did not swap the hls set when the failure occurred. Instead, the customer fixed the failure and continued to use. The hls set was only disconnected when the patient completed the therapy. On (B)(6) 2024 the information was received that the customer put a quick prime line on the port and clamped the quick prime line. He tied it in a couple knots too. The patient expired on (B)(6) 2024. The patient expired due to his illness not due to the circuit confirmed by the getinge service and sales unit (refer to communication grid). The affected product was investigated by the getinge laboratory on (B)(6) 2024 with following conclusion. During testing a leakage at the dialysis lock was detected. During visual inspection it could be seen damages on the dialysis connector and the valves on the inner side of the connector. Thus the reported failure " leakage on dialysis lock" could be confirmed. The damages could be related to excessive external forces which lead to the leakage. As far as the customer reported the dialysis connector was not showing any malfunction during priming nor later during use. When disconnecting the emergency priming line by the customer it lead to the leakage. A medical review was performed by getinge medical affairs on 2024-12-19 with following conclusion:"the complaint narrative describes an incident in texas, USA, on 2024-05-19. The affected patient, 34 years old, 193 cm, 74 kg, was placed on vv ECMO on 2024-04-15 due to ards, respiratory failure, and septic shock, with co-morbidities including pulmonary tuberculosis, influenza, and right ventricular dysfunction. The dialysis lock was briefly accessed for dialysis, and when the emergency priming line was removed, the spring in the port malfunctioned and failed to seal it off, causing significant blood loss. The original cap was reattached, initially stopping the bleeding, but about an hour later, the port began to leak blood under pressure. The bleeding was controlled by applying external pressure, and another emergency line was attached and clamped to stop the blood flow. Upon inspection of the cap on the port, a large hole was observed in the center. The pre-primed backup circuit, which featured a similar cap, was examined, and found to have a hole covered by a white sticker. The clinician noted that the caps are intentionally designed with holes that are typically sealed by the sticker. Following the spring failure in the port, the customer questioned the rationale behind the cap's design, as it relies on the spring to function without failure. The circuit, 28 hours old, had been replaced the day prior. This incident led to significant blood loss for the patient, who required a transfusion of two units of blood. The patient stabilized after the transfusion, and the hls set was replaced during the treatment. On 2024-06-23, the patient unfortunately succumbed due to existing morbidities. Through laboratory investigations of the affected hls set and the subsequent lce report, a leak at the dialysis lock was confirmed. Additionally, several significant damages to the dialysis connector - specifically the closure pin, dialysis connector, and the blood outlet cap were identified in the form of cracks. According to the lce report, such damages ¿[...] Can only occur through substantial external force (e.g., clamping, etc.) [...]¿ which likely contributed to damage in the front area of the closure pin and potentially led to the misalignment of the closure valve. An inspection of all individual valve components confirmed that all parts were correctly positioned, making incorrect assembly as a root cause less likely. Furthermore, the lce report indicates that the valve misalignment caused by the damage to the closure pin was ¿highly likely¿ to have resulted in the leakage described by the customer after the dialysis line was removed. Therefore. It cannot be definitively determined if the substantial damages occurred during the initial connection or during subsequent sealing attempts. Based on the completed questionnaire, specifically question 3 "was leaking observed from the dialysis port at the time of priming?", the affected customer responded as follows: "no, there was no leaking before or when we initially placed the emergency line onto the dialysis port. The leaking started when we removed the emergency line from the port". In this regard, it becomes evident that no damage to the dialysis connector was present during the priming procedure or prior to the connection of the emergency priming line. Consequently, due to the lack of further information regarding the incident itself, it cannot be further clarified whether the substantial damages occurred during the initial connection or during subsequent sealing attempts. Furthermore, the investigations in the lce report revealed that the failure pattern, including comparable damages to the closure pin, had already been identified and occurred multiple times. In this regard, the closure pin and the affected batch of the component were examined more closely. The root causes and associated risks in the field were assessed in a field safety corrective action (fsca) decision, and actions to address the root cause were defined in an engineering change request (ecr). However, no abnormalities were found in the batch number of the affected hls set during this investigation. Given the current findings, a manufacturing or production-related cause is unlikely. If issues were present in the injection molding process, they would have been more systematic and recurrent. Visual and dimensional inspections conducted during incoming goods checks and production would prevent the installation of defective parts. In conclusion, the primary cause of the leakage is considered to be the misalignment of the valve caused by deformations of the closure pin, along with additional damage to the dialysis connector. This led to an incomplete seal between the o-ring and the blood outlet cap. However, no clear root causes could be identified for the damages observed in the dialysis connector assembly, including the deformations of the closure pin. Finally, it is difficult to determine if the reported event has a direct influence on the outcome of the patient or if the outcome of the patient was a confluence of confounding factors as the patient was suffering from severe conditions (ards, respiratory failure, and septic shock) and numerous comorbidities (pulmonary tuberculosis, influenza, and right ventricular dysfunction). However, the incident in question, including frank loss of blood volume which necessitated administration of banked blood products, may have contributed to the patient's overall deterioration. However, without more details regarding the events surrounding the compliant, it is challenging to definitively assign the reported event to either a diminution in performance or to a malperformance of the product. " as stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ in the chapter using dialysis lock, it is indicated that ¿if a tube is connected to the dialysis lock with valve during ongoing perfusion, air may enter the oxygenator. This can lead to an air embolism in the patient. Therefore, screw the tube to the dialysis lock with a swift turn-and-press movement. Make sure that the tube is not clamped and the air in the tube is displaced by the blood flowing out, to prevent a pulsating backflow of air into the oxygenator. Make sure that the pressure in the oxygenator is higher than the ambient pressure¿. The production records of the affected product were reviewed on 2024-12-30. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "leakage dialysis lock" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the dialysis lock with valve was accessed briefly, and when the clinicians removed the tubing (the emergency priming line that comes in the hls set), the spring apparently failed and did not seal off the port. A fair amount of blood was lost by the time they got the cap put back onto the port. The original cap that came on the port was used. Initially, that stopped the bleeding, but about an hour later, that port started spraying blood. The specialist used his finger to stop the blood from spraying out, and another emergency line was grabbed to put on the port. The line was clamped, and this stopped the blood from coming out. Upon inspection of the cap placed on the port, it was noticed that there was a big open hole in the center. The pre-primed back up circuit was looked at. It had the same cap, but it was realized that it is covered by a white ¿sticker.¿ according to the clinician, it was just noted that the caps have holes in them that are then covered by the white sticker given that it¿s the first time this problem occurs. The spring failed in the port. The customer said that the don¿t use this port often. The circuit was 28 hours old. This incident caused the patient to lose a significant amount of blood and it was needing a transfusing of 2 units of blood. On 2024-08-05, the information was received that the user did not swap the hls set when the failure occurred. Instead, the customer fixed the failure and continued to use. The hls set was only disconnected when the patient completed the therapy. On 2024-08-13 the information was received that the customer put a quick prime line on the port and clamped the quick prime line. He tied it in a couple knots. The patient expired on (B)(6) 2024. The patient expired, therefore a report is required. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).